Event description:
Therapist responded to vent alarm, "low o2" found pt's oxygen sat monitor alarming "low o2 sat" also. Checked vent fio2 found that unit set to deliver 60% analyzed to only be giving 21%. Pt. Transferred to another vent with no further compromise.